Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating. Upon revision, a tear in tubing going to left cylinder was found, causing a fluid loss; therefore, the ipp was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected, and leak tested. Microscope examination revealed that both cylinders had holes in the outer tube from kink resistant tubing (krt) wear in the proximal end of the cylinder. Both cylinders had wear at fold in the distal end of the cylinder. Both cylinders passed the leakage test. The pump was microscopically inspected, and leak tested. It was not functionally tested due to bodily fluid contamination noted within the component during microscopic examination. The pump krt were worn to the filament and exhibited a hole and a leak from wear. The reservoir was microscopically inspected, and leak tested. The reservoir had wear at fold in reservoir shell. No leaks were identified. Based on the information available and analysis results, the reason for the inflation issue, fluid leak and hole/perforation was most likely determined to be the hole and leak found in the pump krt; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating. Upon revision, a tear in tubing going to left cylinder was found, causing a fluid loss; therefore, the ipp was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected, and leak tested. Microscope examination revealed that both cylinders had holes in the outer tube from kink resistant tubing (krt) wear in the proximal end of the cylinder. Both cylinders had wear at fold in the distal end of the cylinder. Both cylinders passed the leakage test. The pump was microscopically inspected, and leak tested. It was not functionally tested due to bodily fluid contamination noted within the component during microscopic examination. The pump krt were worn to the filament and exhibited a hole and a leak from wear. The reservoir was microscopically inspected, and leak tested. The reservoir had wear at fold in reservoir shell. No leaks were identified. Based on the information available and analysis results, the reason for the inflation issue, fluid leak and hole/perforation was most likely determined to be the hole and leak found in the pump krt; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating. Upon revision, a tear in tubing going to left cylinder was found, causing a fluid loss; therefore, the ipp was removed and replaced. No patient complications were reported.